Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated to 498 (mg/dl). The cause of the elevated bg level was unknown. A bolus via the pump and a manual injection were used to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.